Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Fistula formation is listed in the adverse reaction section of the IFU as a possible complication. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient: (B)(6) 2002 - the patient underwent an unspecified surgical procedure with implant of a bard/davol composix mesh. On (B)(6) 2007 - the patient was admitted for a bulge with pain and swelling at the site of the repair (umbilical area). He was diagnosed with infected mesh and a fistula that had developed and was visible from the outside of his body along with "pus" from the skin level. On (B)(6) 2008 - the patient underwent explant of the bard/davol composix mesh explanted. The patient was implanted with a biologic mesh.